Event description:
The customer reported that while the unit was in use on a pt, the unit shut down on battery power. The unit was plugged into an electrical outlet and after approximately 1.5 hours the unit displayed a low vaccum alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.